Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received. Patient said, she was implanted both knees way back 2012, after that she began experiencing pain, could not walk and it's locked up. Both knees were revised on 2014. Patient could not recall the exact date of the implant and the revision. Doi: 2012; dor: 2014; (right knee). This pc is linked to (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate